Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During routine inspection, the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message on the display screen. No patient involvement.

Manufacturer narrative:
The reported complaint of system error, out of service, revert to manual CPR error message was confirmed based on the archive review and during functional testing. Following service, including replacement of the processor board, the platform passed all testing criteria. Visual inspection was performed and no physical damages were observed. A review of the archive was performed and the archive data shows system error 136 - internal parameter corrupted, thus confirming the reported complaint. During functional testing, the platform was powered on and the system error, out of service, revert to manual CPR error message appears on the display panel. The fault was found to be due to the defective processor board. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).